Event description:
Reportedly, on (B)(6) 2022 (few days after implantation of device) patient presents with hematoma, after vendage and antibiotic is given, this episode is solved in (B)(6) 2022. In (B)(6) 2022 patient came again to consultation with red skin and thinner skin. On (B)(6) 2022, during surgery review liquid can be observed with signs of infection in the pocket, so all the system is extracted (gali+sonrtip+invicta).

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Gali 4lv sonr crt-d 2844 (B)(6) sold and labeled as sterile are manufactured, sterilized and released according to applicable standard operating procedures. Manufacturing data for the subject device: - manufacturing date: 11 march 2022 - use before date: 11 september 2024 - sterilization lot: s0537 - 3616 it should be noted that infection is a well-known complication of cardiac pacing/defibrillation systems, which is well described in the literature. The subject device was sterilized and released according to applicable standard operating procedures. Nevertheless, the information provided has been entered into our quality system and will be used for trend purposes.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2022 (few days after implantation of device) patient presents with hematoma, after vendage and antibiotic is given, this episode is solved in (B)(6) 2022. In (B)(6) 2022 patient came again to consultation with red skin and thinner skin. On (B)(6) 2022, during surgery review liquid can be observed with signs of infection in the pocket, so all the system is extracted (gali+sonrtip+invicta).